Manufacturer narrative:
Additional information was received on 8/14/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with a 275cc clinical gel sltx left breast implant and a 300cc clinical gel sltx right breast implant experienced bilateral rupture post procedure. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual evaluation of the device, siltex cracking was observed on the posterior aspect. Within the siltex cracking, a tear measuring approximately cm was found. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was discovered on (B)(6) 2020, that 'labeled for single use? No' was erroneously submitted in initial report. Correction should be 'labeled for single use? Yes'. Manufacturer¿s reference number:(B)(4).